Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, low battery, failed batt test alarms or rewind anomaly due to cracked/broken off end cap. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump ha no delivery alarms. Customer stated that the insulin pump had loud grinding noise when rewinding. Customer stated that the insulin pump rejected new batteries. There was no battery clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.